Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the carrying case velcro was not holding and was unable to safely secure devices. The carrying case was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the patient pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the patient pack revealed that the unit had a worn/damaged velcro patch. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to wear and/or due to the handling of the unit. If information is provided in the future, a supplemental report will be issued.